Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, threshold was found to be elevated. The lead was extracted when repositioning was unsuccessful.